Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies compared to the patient's blood glucose meter on (B)(6) 2013. The patient's mother claimed that the cgm was reading low and blood glucose meter was reading 200 mg/dl.the device is not indicated for use in pediatric patients.at the time of the call to dexcom technical support, the patient's mother reported that the patient was in fine condition and stated that there were no emergencies to report.